Event description:
The customer reported that the tube last only a couple of days and the pilot balloon or valve was leaking. A non-routine replacement of the tube was required. The tube was discarded.